Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter cannot be confirmed due to the condition of the sample. The device returned was one segment of a groshong nxt catheter. Visual observation found the segment of catheter to include the distal tip of the catheter and the groshong valve. Microscopic and visual evaluation found a quantity of solid residue which appeared concentrated at the segment¿s distal end and lighter-colored solid residue, less packed, at and around the valve. The proximal end of the catheter manifested striations and a clean edge typical of a cut with a sharp instrument. Tactual evaluation found that the catheter was harder in the section of packed residue distal to the valve than in the less packed region including the valve. Functional testing found the catheter segment to flush easily. After infusion, less of the material resembling sand was remaining. Groshong valve length measurements did not find it out of specification. Although material was found in the distal tip of the catheter, it did not appreciably occlude the catheter. Because only a small segment of the catheter was returned and the rest of the device may have bearing on the event reported, this complaint cannot be confirmed due to poor sample condition. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was used to administer wystal, aleviatin, and ceftriaxone to the patient over the course of 20 days. In the 21st day, the catheter appeared to be occluded. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was used to administer wystal, aleviatin, and ceftriaxone to the patient over the course of 20 days. In the 21st day, the catheter appeared to be occluded. No patient injury was reported.